Manufacturer narrative:
Investigation summary catalog # 445870, s/n (B)(6): the customer states that he had 4 false negative bottles on different drawers. Through remote assistance and customer communication it was determined that the 4 reported false negatives were really positives as determined by visual inspection. It was stated that since these were not detected by the instrument it is possible that the culture is too weak or too poorly distributed in the tube affecting the detection by the instrument. It was agreed that the customer is going to continue to monitor the instrument's performance. The case, (B)(4), was closed. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec mgit 960 instrument, four (4) false negative results were received across different drawers. Results were determined to be positive after visual inspection and gram staining. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec mgit 960 instrument, four (4) false negative results were received across different drawers. Results were determined to be positive after visual inspection and gram staining. No adverse impact was reported regarding the patient or user.